Event description:
The customer reported a leak of yellow or straw color from the coulter act diff analyzer. The customer noticed that the lyse syringe was wet to the touch but could not pinpoint the exact location of the leak. The customer was running startup and the instrument generated lyse errors when the leak was noticed. The volume of the leak was about 1/4 cup and was not contained within the instrument. The instrument was down. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse found that the tubing at solenoid valve lv9 had become detached from the sleve. The fse replaced the tubing, which repaired the leak. The repairs were verified per established procedures. The beckman coulter internal identifier for this event is (B)(4).